Manufacturer narrative:
The customer biomedical engineer reported completing the repairs for the intra-aortic balloon pump (iabp). The iabp was tested to factory specifications and was reported to be cleared for clinical use.

Event description:
It was reported that during a preventative maintenance a getinge field service engineer (fse) found that the back cover of the cardiosave intra-aortic balloon pump (iabp) was dented in and pressing on the pressure hose between the compressor and reservoir. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) straightened the cover and adjusted the hose. The fse found that all tests passed factory specifications before and after the preventative maintenance (pm) service. The in-house maquet trained biomedical engineer will replace both the cover and hose assembly themselves. If additional information is provided by the biomedical engineer a supplemental report will be provided. The initial reporter named is a getinge employee who has different contact details from that of the event site. Details: (B)(6).

Event description:
It was reported that during a preventative maintenance a getinge field service engineer (fse) found that the back cover of the cardiosave intra-aortic balloon pump (iabp) was dented in and pressing on the pressure hose between the compressor and reservoir. There was no patient involvement or adverse event reported.